Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a generator change procedure on (B)(6) 2018, the patient's right ventricular lead was capped and replaced with a new competitive lead due to impedance issue. No further information available.